Event description:
New information received states that the patient condition was stable.

Event description:
It was reported that the lead exhibited noise. The lead was capped and replaced on (B)(6) 2025. The patient condition was unknown.